Manufacturer narrative:
This is the second of the two medwatches submitted for this event. The device was used on two patients with the clip in the device undiscovered during reprocessing. Due diligence has been executed for this event. Event date is not known. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available. Customer reported that all cleaning steps were done correctly. The cleaning brush was put through the instrument channel as it is supposed to and the brush passed in the instrument channel without meeting any resistance; it bypassed the clip lodged therein. An in-servicing visit on scope reprocessing for the entire staff had taken place less than a month before the event. Customer did not report any harm for any patient.

Event description:
As reported for this event, the device was used in an unknown therapeutic procedure for a patient. A clip, purported to have fallen in another patient and assumed to have safely passed through the gastric canal (as the clip is designed to do), fell into this patient when a therapeutic device was sent down the instrument channel. The same device, unknowingly with the clip in it, was used in another patient before this one where nothing untoward had happened during the procedure. There is no reported adverse impact to any patient. The device was reprocessed each time for procedures of both patients per the steps supposed to be followed, but the clip was in the instrument channel of the device undetected through the reprocessing.

Manufacturer narrative:
Additional information has been received for this event. User has submitted medwatch report# (B)(4) to the FDA. This supplemental report is being submitted to provide this information. There is an associated device involved in this event which is captured in 8010047-2020 -07148. The age and sex of the two patients in whose procedure the device was used with the clip in it is given. However, it cannot be conclusively determined which patient is associated with which event. All other information has been provided initially and reported upon as required. A supplemental report will be submitted with the patient details: two male patients, one 63 years old and the other 21 years old. No harm was caused to the patient was confirmed again. The patients were informed of the event.

Manufacturer narrative:
Additional information has been received for this event. Also, the device has not been returned, as such, an actual device evaluation cannot be done. Device evaluation is performed by historical data and communication. This supplemental report is being submitted to provide this information. The patient's pre-existing conditions of the patient prior to the procedure is unknown. The patient did not require testing for cross contamination. The patient was not placed on prophylactics. No medical or surgical intervention was required. The device sent down the scope channel that pushed the clip out was a 10mm thin snare manufactured by boston scientific. The clip fell into the patient's colon. The clip was able to be retrieved by using a snare. The type of procedure being performed was a diagnostic colonoscopy. The procedure was able to be completed. During the procedure while attempting to pass a snare catheter through the channel and clip was pushed out of the lumen. The device was inspected prior to use. No damage or abnormalities were observed. Scopes are reprocessed manually and using the automatic reprocessor: bedside cleaning per olympus guidelines then automatic reprocessing per asp(evotech) guidelines. Reprocessing is done after each use. A leak test is performed after each use. There was flushing of air into the channel of the endoscope after reprocessing. Pre-cleaning is performed immediately after a procedure as beside cleaning per olympus guidelines. The endoscope channel being brushed during manual cleaning using a single use brush, boston scientific model sbd-289. Asp-cidex, asp-cidezyme, medline-70% isopropyl alcohol, steris prolystica enzymatic cleaner are used in reprocessing. Scopes are stored in a storage closet. Last reprocessing in-service visit by an olympus ess was on aug 28, 2020, and another ess in-service was declined by the customer. Device is in use and will not be returned for evaluation. The device history record review confirmed that device conformed to specifications at the time of shipping. There is no repair history. The as reported event is insufficiently reprocessed device, due to a clip remained in biopsy channel; device was used on procedures. The nurse manager declined in-servicing by ess. The nurse manager reported that the issue at hand had nothing to do with following the correct reprocessing steps and a cleaning brush was put through the instrument channel as it is suppose to and the brush passed by the clip lodged in the instrument channel without meeting any resistance. Cause of the event: it is likely that the user sucked the clip, which was failed to adhered, however it stuck in biopsy channel. Then the user completed reprocessing without confirming discharge of the clip. The clip was boston scientific resolution 360 clip m00521230. The brushing method and/or retrieving method of sucked clip may have had some problem, which failed to discharge the clip from biopsy channel. However, this cannot be conclusively determined.